Event description:
It was reported that a pacemaker dependent patient presented for an unrelated procedure. During the procedure, the right ventricular lead exhibited episodes of noise reversion and decreased sensitivity. The noise episodes did not appear to be electromagnetic interference. The noise was not reproducible with isometrics or pocket manipulation. The patient was reported to have no symptoms due to the episodes. Programming changes were discussed. No intervention was performed. No other information was available.

Event description:
New information reported on (B)(6) 2017 stated that right ventricular lead noise could not be resolved. The physician elected to continue to monitor the patient. The patient was in stable condition during the last office visit.